Event description:
The a-line had no pressure tracing on the monitor. The cvp central venous pressure and pa pulmonary artery lines had pressure tracings on the monitor.====================== manufacturer response for pressure monitoring kit, pressuring monitoring kit======================will pick item up.